Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays showed that the glenosphere dissociated from the baseplate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02322.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110031424, cr vivacit-e 36mm brng std, lot # 64590250. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported patient underwent initial shoulder arthroplasty. Subsequently patient was revised due to patient felt pop during normal activities and disassociation of the gelenosphere two weeks post primary implantation. Finally the patient returned to the doctor's office seven (7) days later with same complaint and x-ray shows glenosphere has disassociated from baseplate again. The patient underwent another revision ten (10) days after the first revision again due to disassociation. No additional information is available.